Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed self test failed messages for defib and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including defib cycling and environmental chamber testing without duplicating the customer's report. The processor/bridge/pace board (pbp), ECG board, and interconnect board were replaced as a precaution. The boards were scrapped after testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.